Event description:
It was reported that a physician implanted a complete se peripheral stent to treat a lesion in a patient with high grade stenosis in the left sfa that was not pre-dilated prior to use. It was reported that the device was released in the vessel and in the process of releasing the stent at the proximal sfa it appeared to roll in upon its self. Subsequently, a second stent was deployed proximal to that, as the 1st stent wasn't long enough. It was not possible to re-cross and dilate post stent placement because it was not possible to get a wire back through the stent. No patient injury or clinical sequelae were reported. Cine image review: three still procedural images were provided for review. The images confirm high grade stenosis in the vessel. A stent is deployed in the vessel however there appears to be bunching on one end of the stent.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (device not provided for review). Patient condition affected effectiveness of the device (patient lesion morphology high grade stenosis (confirmed from the images) has most likely contributed to the stent deformation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, high grade stenosis (confirmed from the images) has most likely contributed to the stent deformation). (B)(4).